Event description:
On 09/14/2021, it was reported during a maude review, that when the surgeon inserted an ar-12140 scissors into the patient's shoulder and the device was opened, the ar-12140 would not close. This was discovered during use in a shoulder arthroscopy on (B)(6) 2021. The device was removed from the patient and the case was completed with a new ar-12140.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.